Event description:
It was reported that a patient underwent an episiotomy procedure on (B)(6) 2013 and suture was used. While making the last stitch to sew the episiotomy, the needle pulled off of the suture and got stuck in the patient's perineum. The surgeon removed a part of the stitches and palpated the area but could not find the needle. He removed all of the stitches and widened the episiotomy but still could not locate it. The patient had an x-ray and the needle was located in the buttock. The position does not hurt the patient. The surgeon decided to wait until fibrosis happens which will facilitate the needle removal from the patient's body.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.